Event description:
Attorney reported: in 2005 - the pt underwent a bilateral direct inguinal hernia repair with placement of two modified kugel hernia mesh patches. In 2007 - the mesh patch failed and the hernia recurred, requiring further surgery and additional implantation of non-bard hernia products. The pt underwent surgery to address failures of the mesh patch. Subsequently, the pt experienced abdomen pain and administered relief with medications.

Manufacturer narrative:
A lot number was reported; however, this lot number is not associated with a modified kugel product. Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00233 for information related to the other modified kugel mesh implanted in 2009.